Event description:
Related manufacturer reference number: 2017865-2021-27440. It was reported that failure to capture was observed on the right atrial (ra) and right ventricular (rv) leads. Ra lead dislodgement and insulation damage on the rv lead were noted. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.